Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received low sensor scan results and experienced symptoms described as dizziness and was unable to self-treat. Customer had contact with a healthcare professional who provided an unspecified treatment and obtained a reading of 179 mg/gl on their device compared to a sensor scan result of 50 mg/dl. The reported readings, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received low sensor scan results and experienced symptoms described as dizziness and was unable to self-treat. Customer had contact with a healthcare professional who provided an unspecified treatment and obtained a reading of 179 mg/gl on their device compared to a sensor scan result of 50 mg/dl. The reported readings, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.